Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage in this case, no sample or image was returned. The reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy as tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Another potential cause for the reported event may be a premature retraction of the delivery system prior to complete stent deployment. However, on the basis of the information available and as no sample or image was returned, a definite root cause could not be determined. The IFU states "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU states "deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the vascular stent fractured during deployment in the sfa. The delivery system could be retracted from the pt without difficulties. A segment of the stent remained in the pt. Another vascular stent was used to complete the procedure. There was no reported pt injury.